Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information received, it was reported that tis is the 2/2 this case is logged to capture the 3rd issue regarding to pc-(B)(4). At the theatre the surgeon had 3 vapr coolpulse wands not work correctly. These products all had the same lot number. We checked set up and different lot number and everything worked well. Then did a side by side test with possible faulty lot number and had the same suction issues the complaint device is not being returned, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: [u2004090], and no non-conformances were identified. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in new zealand that during an arthroscopic shoulder stabilization procedure on an unknown date, it was observed that the vapr coolpulse90 electrode device had suction issues. Another like device was used to complete the procedure successfully without delay. There were no adverse patient consequences reported. No additional information was provided.